Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle no air was fed and no water was fed. The additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of the up/down knob was out of standard value, due to damage on right/left knob it did not move smoothly, the bending tube was deformed, the adhesive on bending section cover had a chip, the right/left knob had a scratch and discoloration, the forceps elevator knob had a scratch and discoloration, the mouthpiece was loose, plastic distal cover had a scratch, the connecting tube had discoloration, wrinkle and a scratch and the switch box had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had poor air/water supply. The issue occurred during the inspection for use, prior to a diagnostic procedure that was completed with a similar device. There was no patient harm associated with the event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was found inside the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.